Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding, hypertension, and syncope could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 with a drop in hemoglobin down to 5.7. While in the cardiovascular intensive care unit the patient was transfused 2 units of packed red blood cells. On (B)(6) 2020, the patient underwent an esophagogastroduodenoscopy and colonoscopy that revealed active bleeding and polyps which were treated with clips. On (B)(6) 2020, the patient experienced a syncopal episode. The patient was found to be hypertensive and was treated with increased angiotensin converting enzyme inhibitor. The patient was placed in a step down unit, and remains ongoing on ventricular assist device (vad) support. No further related issues have been reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 13apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a drop in hemoglobin to 5.7 g/dl. Patient was admitted to the cardiovascular intensive care unit and given 2 units packed red blood cells and worked up by gastroenterology. On (B)(6) 2020, patient had esophagogastroduodenoscopy and colonoscopy that revealed active bleeding and polyps. Patient was treated with clips. Patient recovering on step down unit. Patient experienced a syncopal episode on (B)(6) 2020 while ambulating to the bathroom. Patient found to be hypertensive and treated with increasing his lisinopril.